Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: there is no product on hand for analysis. Post-operative medical intervention was necessary. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no complaints out of this lot with this error pattern at hand. The root cause for the problem is most probably patient or usage related. A CAPA is not necessary.

Event description:
(B)(6). It was reported that a patient had a post operative bleed and had to be transferred to a hospital for a transfusion.